Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was nearing elective replacement indicator (eri) faster than expected. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated a hybrid issue. Hybrid testing and evaluation confirmed the low battery voltage and the high current drain condition. The cause of the high currant drain was isolated to capacitor (c4) being detached from the hybrid. If information is provided in the future, a supplemental report will be issued.